Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted in the aortic position at a depth of approximately 2 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Mild paravalvular leak (pvl) was reported. The valve was post dilated using a 21 mm balloon aortic valvuloplasty (bav). During inflation, the valve dislodged and migrated up into the ascending aorta. A second delivery catheter system (dcs) and valve, were prepped and opened. The valve was snared and held into position while the second valve passed through the ascending aorta into the aortic valve position. The initial valve remains inactive in the ascending aorta. The second valve was successfully deployed at a final depth of 8 mm on the ncc and 10 mm on the lcc with a mean gradient of 3 mm hg and trace pvl. No additional adverse patient effects were reported.